Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2018, the patient, with grade 4 functional tricuspid regurgitation (tr), underwent a mitraclip procedure. Leaflet grasping and imaging was difficult. One clip was implanted on the tricuspid leaflets; however, after deployment, the clip detached from the anterior leaflet, but remained attached to the other leaflet. An attempt was made to implant a second clip to stabilize the detached clip and reduce tr; however, the leaflets could not be grasped and the clip was not implanted. Post procedure, tr remained unchanged at grade 4. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. All available information was investigated and the reported failure to adhere or bond (leaflet grasping) appears to be due to user technique/procedural circumstances (difficulty visualizing the clip). The reported poor image resolution is related to patient anatomy as the account details stated that the patient anatomy influenced the poor imaging. A definite cause for the single leaflet device attachment (slda) in this incident cannot be determined. It should be noted that the mitraclip nt instructions for use states: the mitraclip nt clip delivery system is indicated for percutaneous reduction of significant symptomatic mitral regurgitation. The reported user error (improper or incorrect procedure or method) is related to the use of the mitraclip device on the tricuspid valve, which is considered an off-label use of the device. However, the off-label use did not likely influence the event. The reported unchanged tricuspid regurgitation was due to the procedural circumstances of slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.